Event description:
Patient representative reported right-side "pain in breasts and discomfort", and capsular contracture baker grade unknown. The patient also mentioned the recall. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported right-side "pain in breasts and discomfort", and capsular contracture baker grade unknown. The patient also mentioned the recall. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b3, b6, d3, d4, d6a, e3, g1, g2, h4, h6.